Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue.  It was observed that one of the device batteries was in a low state of charge.  The battery was replaced for the customer and proper device operation was observed through functional and performance testing.  The device was returned to the customer for use.  The cause of the reported issue could not be determined. (B)(4).

Event description:
The customer reported that their device lost power during a patient event.  There was no additional information provided by the customer on the event or the patient.  There has been no report of any adverse outcome to the patient during this event.